Event description:
The reporter stated that the external part of the outer screwhead broke during insertion during a triple arthrodesis procedure, to fuse the calcaneocuboid joint. The screw could not be inserted and was removed. Some parts of the screw head fell into the patient's soft tissue and was carefully removed. The surgery time was prolonged by about fifteen minutes. A new screw was inserted without any problems.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.